Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. Manufacturer report #3005099803-2011-03820 addresses the first cre balloon, and manufacturer report # 3005099803-2011-03821 deals with the second cre balloon, while manufacturer report #3005099803-2011-03822 addresses the third cre balloon. It was reported to boston scientific corporation on (B)(6) 2011, that three cre balloon dilatation catheters were used during dilatation of a stricture in the cardiac portion of the esophagus performed on (B)(6) 2011. According to the complaint, during the procedure, the physician was trying to dilate the stricture with the first cre balloon; however, the balloon would not inflate. Once the balloon was removed and examined, a tear was found on the balloon material. He placed a second cre balloon, of the same size, at the target site and tried to inflate it several times; however, the balloon would not inflate. Upon inspection a leak was noticed at the proximal portion of the balloon. The physician decided to go for a bigger balloon, but was unsuccessful at inflating this balloon at the target site. Upon inspection a leak was noticed from the proximal portion of the balloon. The procedure was not completed because there were no replacement devices that could be used. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable and it was confirmed that patient is currently ok.

Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. Manufacturer report #3005099803-2011-03820 addresses the first cre balloon, and manufacturer report # 3005099803-2011-03821 deals with the second cre balloon, while manufacturer report #3005099803-2011-03822 addresses the third cre balloon. It was reported to boston scientific corporation on (B)(6), 2011, that three cre balloon dilatation catheters were used during dilatation of a stricture in the cardiac portion of the esophagus performed on (B)(6), 2011. According to the complaint, during the procedure, the physician was trying to dilate the stricture with the first cre balloon; however the balloon would not inflate. Once the balloon was removed and examined, a tear was found on the balloon material. He placed a second cre balloon, of the same size, at the target site and tried to inflate it several times; however the balloon would not inflate. Upon inspection a leak was noticed at the proximal portion of the balloon. The physician decided to go for a bigger balloon, but was unsuccessful at inflating this balloon at the target site. Upon inspection a leak was noticed from the proximal portion of the balloon. The procedure was not completed because there were no replacement devices that could be used. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable and it was confirmed that patient is currently ok.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. Reported event of tear in balloon material. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned complaint device revealed that the balloon was torn longitudinally. Inspection of the catheter of the device revealed no issues. The investigation results are consistent with the event description. The reported defect of balloon torn/split was confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.